Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, and preimplantation testing. It did not meet the requirements for leak testing due to a tear noted in the top membrane of the proximal occluder. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿low tear strength is a characteristic of most silicone elastomer materials¿. It also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. Small amounts of proteinaceous debris were noted on the exterior of the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when testing the valve's flow intraoperatively, the device was found to be leaking. According to the report, there was no injury to the patient.